Manufacturer narrative:
When we (manufacturer) routinely check FDA website on (B)(6) 2021 for any reported manufacturer and user facility device experience database (maude) on merits products, we found one reporting case that is related to our product, p301 (device name: gemini). However, we didn't obtain any contact information of patient until (B)(6) when we received official notice FDA letter. This form is submitted in response to FDA generated MDR report mw5105570. The MDR report stated the "type of event" in "device manufacturer only" was a serious injury which was erroneously completed. No one was injured from this event as it's a wheelchair malfunction. Our importer has contacted the patient on (B)(6). We will keep in touch with importer to get more information on the device problem, understand the root cause and take necessary follow-up actions.

Event description:
Patient stated that seat was feeling loose and wobbly. It kept getting worse and he had his neighbor check it and found that it appeared that a weld on the seat base was broken. He has a merits scooter and had his neighbor put the scooter seat on the power chair. Patient discontinued using defective seat due to his feeling insecure with it. He was not injured.